Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation already disassembled. Upon inspection engineering noted a tear in the septum. There was noticeable damage to the seal and scratches on the seal housing. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that all instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.

Event description:
Lap appendix - "the c0r85 seal split, broken and fragment of the seal was found inside the patient. The rubber has completely come off and the surgeon had to remove the fragment and the product before opening a new hasson. Returned 1ea event sample and 40ea remaining stock as customer would not keep."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.